Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable would not stay in the usb port. Subsequently, the pump could not be charged despite the attempt of multiple usb cables. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1. Manufacturer report number 3007981285-2018-00453